Event description:
It was reported the subject device exhibited image was not getting on to the monitor. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. The customer contacted olympus technical assistance support (tac) via phone. Tac instructed the customer to turn the tower on to make sure there is color bards on the monitor and customer responded yes, there is color bards on the monitor. Tac instructed to reset the maj-1941 cable, test another scope. Customer is now getting another scope. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.